Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2026, the patient underwent surgery for a sellar region tumor. Intraoperatively, cerebrospinal fluid leakage occurred, and a lumbar pond drainage device was placed postoperatively. During drainage, the tube fractured, leaving several centimeters of the catheter retained in the body. It was suspected that a cutting effect between the drainage tube and the puncture needle had caused the fracture. The incident was reported to the senior physician and the department director, and the situation was communicated truthfully with the patient¿s family. Based on departmental discussion, clinical experience, and consideration that surgical removal would involve significant trauma, as well as consultation with the manufacturer, and given that the retained catheter segment had not caused any discomfort to the patient, a comprehensive evaluation led to the decision not to surgically remove the retained fragment.